Manufacturer narrative:
(B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that a flexiva 200 laser fiber used in a right cystoscopy with retrograde pyelogram left ureteroscopy with stent placement procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the laser fiber broke in half while introducing through the ureteroscope. The procedure was completed with another flexiva 200 laser fiber laser fiber. There was no serious injury nor adverse patient effects reported as a result of this event. There were no patient complications.